Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was performing excellently with the device. After playing with pressurized water from a hose (without using the audio processor), the pt reported pain and uncomfortable sound once she wore the audio processor back and during telemetry testing.